Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no cause for premature battery depletion was found. The cause of the reported field event could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in the clinic with device exhibiting premature eri. The device was explanted and replaced. The patient was doing well after procedure.